Manufacturer narrative:
FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial, ide# (B)(4). The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 1 year and 6 months.  Manufacturer's investigation conclusion: the device remains implanted and the patient remains ongoing on vad support. A correlation between the device and the infection of the driveline exit site could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This instructions for use, as well as the patient handbook, also provide information regarding how to prevent infection. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient began having recurring drainage and pain at exit site on (B)(6) 2018. The patient was started on antibiotics and had positive culture from driveline site. On (B)(6) 2018, the patient still experienced drainage but pain was reduced. On (B)(6) 2018, pain and drainage much reduced and the patient continued antibiotics to remove rest of infection. Antibiotics that were given were doxycycline, cefpodoxime, bactrim. It was reported that the infection resolved on (B)(6) 2018. No additional information was provided.